Manufacturer narrative:
Additional, changed, and/or corrected data: b1.

Event description:
A healthcare professional reported that an ultrasound confirmed the patient had an intracapsular rupture and a small seroma inferiorly. This relates to the left side. The device remains implanted.

Manufacturer narrative:
Explant date: the populated explant date is in the future and/or has not yet been confirmed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture and a small seroma inferiorly.

Event description:
A healthcare professional reported that an ultrasound confirmed the patient had an intracapsular rupture and a small seroma inferiorly. This relates to the left side. The device remains implanted.